Event description:
The company was informed that the patient was experiencing pain at the implant site. It was determined that the lead was pushing onto the patient's ear drum. Surgery was performed on (B)(6) 2012 to resolve the issue with the lead.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is no longer experiencing pain at the implant site and the patient has healed. The patient's device remains implanted. This is the final report.